Manufacturer narrative:
The pump was received with a blank display and high pitch sounds due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. Unable to verify the unexpected restart, external ram crc, displayable history alarms, and unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump experienced a beep anomaly during bolus. It was reported that insulin pump made a high pitch sound. Customer reported that buttons were not responding and then display screen went black. Customer changed battery and display screen returned with an unexpected restart alarm, spanish anomaly alarm and an external ram crc error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown.